Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that after they went into the water the insulin pump started beeping. They saw a red x on the screen with a book. The customer¿s blood glucose level was 89 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was was received with blank display due to moisture damaged on electronic assembly. Unable to verify critical pump error (open book image) or beeps due to blank display. The insulin pump wwas received with missing reservoir tube retainer, cracked reservoir tube lip, minor scratched lcd window, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.